Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noticed increased redness at the driveline site as well as greenish discharge. The patient experienced symptoms of fatigue, chills, as well as weight gain. The patient was started on antibiotics. The infection reportedly resolved without sequalae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged home on (B)(6) 2022 with a hohn catheter for treatment with prolonged intravenous antibiotics.